Event description:
It was reported that the nurse stated that they ended up swapping out the machines. The first arctic sun device was giving an alarm 113 (reduced water temperature control). The targeted temperature (tt) was 36.5c and the patient temperature had dropped to 35.3c. Explained alarm 113 means the device was not able to make water at the temperature it was needing. This could be either an issue with heating or cooling the water. Since the patient's temperature dropped below target, it was likely an issue heating. Discussed water flow rate and relation to heater, possibility of heater not functioning, or device overfill leading to issues with heating. Nurse had noticed the tube on the back of the device was empty so they added water, they thought the device would automatically stop filling when it was full. Informed nurse the clear fill tube on the back would be empty, that was normal. The device did stop filling on its own once the reservoir was full. However, if the pads were left connected and filled with water, the device would become overfilled. This was likely what happened. Offered to troubleshoot and walk through draining water. Nurse stated that they would just place a work order for biomed to look at it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The targeted temperature (tt) was 36.5c and the patient temperature had dropped to 35.3c. Explained alarm 113 means the device was not able to make water at the temperature it was needing. This could be either an issue with heating or cooling the water. Since the patient's temperature dropped below target, it was likely an issue heating. Discussed water flow rate and relation to heater, possibility of heater not functioning, or device overfill leading to issues with heating. Nurse had noticed the tube on the back of the device was empty so they added water, they thought the device would automatically stop filling when it was full. Informed nurse the clear fill tube on the back would be empty, that was normal. The device did stop filling on its own once the reservoir was full. However, if the pads were left connected and filled with water, the device would become overfilled. This was likely what happened. Offered to troubleshoot and walk through draining water. Nurse stated that they would just place a work order for biomed to look at it. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they ended up swapping out the machines. The first arctic sun device was giving an alarm 113 (reduced water temperature control). The targeted temperature (tt) was 36.5c and the patient temperature had dropped to 35.3c. Explained alarm 113 means the device was not able to make water at the temperature it was needing. This could be either an issue with heating or cooling the water. Since the patient's temperature dropped below target, it was likely an issue heating. Discussed water flow rate and relation to heater, possibility of heater not functioning, or device overfill leading to issues with heating. Nurse had noticed the tube on the back of the device was empty so they added water, they thought the device would automatically stop filling when it was full. Informed nurse the clear fill tube on the back would be empty, that was normal. The device did stop filling on its own once the reservoir was full. However, if the pads were left connected and filled with water, the device would become overfilled. This was likely what happened. Offered to troubleshoot and walk through draining water. Nurse stated that they would just place a work order for biomed to look at it.